Manufacturer narrative:
Batch review performed on (B)(6) 2018. Lot 1820933: 200 items manufactured and released on 03 october 2018. Expiration date: 2023-08-19. No anomalies found related to the problem. To date, 70 items of the same lot have been already sold without any similar reported event. Other device involved: pedicle screw must pedicle screwdriver - mis hybrid reference (B)(4). Lot 1755117: 15 items manufactured and released on 29 march 2018 . No anomalies found related to the problem. To date, no similar reported event. Visual inspection performed the (B)(6) 2018 by r&d product manager. Pictures received with the complaint have been also considered. The first thread of the pedicle screw head (tulip) is damaged. The implant can still engage a pedicle screwdriver with some friction. Procedures and control methods have been established to ensure 100% verification of the correct assembling and coupling with the related instruments during final inspection before packaging of the implants. Therefore it can be excluded that the implant was already defective when the box was opened. Deformation/damage could have occurred due to handling e.g. Because of cross threading with the pedicle screwdriver.

Event description:
The nurse was not able to engage the pedicle screw with the screwdriver. After many attempts, debris was generated on the pedicle screw thread. The surgery was finished with the back up implant. No critical delay. The same screwdriver was able to engage with the back up implant.